Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they spoke to biomed and they told the user was getting alert 01(patient line open) during use, they confirmed they had an 01(patient line open) and 02(low flow) along with an 05(water reservoir empty), they troubleshoot and found the unit was working fine, inlet pressure was -7.0, flow rate was 2.0 and circulation pump command was 58 percentage in bypass and inlet pressure was -7.0, flow rate was 2.9 and circulation pump command was 79 percentage out of bypass. Device had 8410 system hours and only had 1000 hours since the last 2k pm service, device was going back to the floor.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported event is unconfirmed, labeling/packaging review is not required. Correction: d UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they spoke to biomed and they told the user was getting alert 01(patient line open) during use, they confirmed they had an 01(patient line open) and 02(low flow) along with an 05(water reservoir empty), they troubleshoot and found the unit was working fine, inlet pressure was -7.0, flow rate was 2.0 and circulation pump command was 58 percentage in bypass and inlet pressure was -7.0, flow rate was 2.9 and circulation pump command was 79 percentage out of bypass. Device had 8410 system hours and only had 1000 hours since the last 2k pm service, device was going back to the floor.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that they spoke to biomed and they told the user was getting alert 01(patient line open) during use, they confirmed they had an 01(patient line open) and 02(low flow) along with an 05(water reservoir empty), they troubleshoot and found the unit was working fine, inlet pressure was -7.0, flow rate was 2.0 and circulation pump command was 58 percentage in bypass and inlet pressure was -7.0, flow rate was 2.9 and circulation pump command was 79 percentage out of bypass. Device had 8410 system hours and only had 1000 hours since the last 2k pm service, device was going back to the floor.